Manufacturer narrative:
(B)(4). Correction: estimated dates, reported to have occurred in (B)(6) 2015. The device was not returned for analysis. The pre-dilatation sizing table located in the supera instruction for use (IFU) lists a recommended minimum inflated balloon diameter of greater than 5.7 mm for a 5.0 mm supera stent. It is likely that inadequate pre-dilatation of the vessel contributed to the reported difficulties. It was determined that the reported difficulties were user related. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report additional information received indicates that predilatation was performed with a 5 mm balloon prior to stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, after review of the films, it was observed that the supera stent implant had elongated. Sometime post-procedure it was observed that restensosis had occurred. No additional information was provided.